Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: a resolution 360 ultra clip was received for analysis. Visual inspection of the device returned with the clip assembly stuck into the bushing and with the control wire detached. Additionally, the catheter returned separated from the handle. A microscopic inspection, that the clip assembly bottom part is deformed, and the control wire is detached. No other device problems were noted. The reported complaint of clip unable to release from catheter was confirmed. Upon analysis, it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during manipulation of the device or detachment of the capsule due to hitting a surface. Additionally, the handle and the catheter returned detached this might be because at the moment the physician tried to deploy the clip and it did not release, and they use some pliers to try to release it by cutting the catheter from the handle to pull the clip back. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, they attempted to deploy clip, but it would not release from catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, they attempted to deploy clip, but it would not release from catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.